Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs in (B)(6) 2005. Medical records noted the patient was seen for mechanical neck pain and bilateral upper extremity radicular pain, weakness and paresthesia. Her clinical exam was consistent with c6 und c7 radiculopathies with cervical myelopathy. A MRI showed severe cervical stenosis, c5 to c7, with marked osteophyte overgrowth and spinal canal compromise with flattening of the spinal cord. There was also bilateral foraminal stenosis. The patient failed conservative therapy. On (B)(6) 2005 the patient underwent a c6 corpectomy with bilateral c5-6 and c6-7 foraminotomies. A c5 to c7 arthrodesis with an oval lordotic cage packed with local autograft. C5 to c7 anterior cervical plating system, 40 rnm, with 4 variable-angle screws, 16 mm x 4.0 mm, and harvest of local bone graft. The oval lordotic cage was cut to the appropriate length of 25mm and then packed with local autograft. The cage was then placed between the end plates of c5 and c7 for an excellent fit. Distraction was removed. The 40mm plating system was placed over the bodies of c5 and c7 and under fluoroscopy, securing screws applied with 16 mm x 4.0 variable-angle screws in c5 and c7. A total of 4 screws were placed. All screws had excellent purchase. Locking screws were secured. Six years seven months later, the patient underwent a partial corpectomy of c4, partial corpectomy of c5, c4-5 anterior cervical diskectomy with bilateral foraminotomies, c4-5 arthrodesis with peek interbody cage ldr system with local morcellized autograft and actifuse arthrodesis, insertion of peek interbody cage, c4-5 anterior cervical plating with ldr integral plating system and removal of prior plating and screw. This was due to the level of c4-c5 showing adjacent segment disease with cervical stenosis. The ldr peek cage was chosen and packed with local morcellized autograft and actifuse using the large footprint. The cage was then delivered under distraction between the bodies of c4-5. The surgeon removed the screws from the previous plating system inferiorly to allow for placement of the ldr securing plates. One counter sunk plate was placed upwards into the body of c4 and one downwards into the body of c5. One of the right upper screws in the plate was then replaced. During the procedure, severe cervical stenosis at c4-5 with marked collapse of the disk space. This was distracted up well and decompressed.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.